Event description:
Physician was attempting to treat a moderately calcified lesion in the left iliac artery using protege stents. It was reported that the stents failed to cross the lesion and a different shorter stent was used in tandem to complete procedure. There was no injury to patient. The first stent used had become frayed on the edge so a second stent was pulled. The second stent would not pass either but the stent struts did not get frayed like the first stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.